Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of the unit shutting down. However, upon shutdown the unit displayed a 3/4 alarm, which indicated that the alarms were functioning properly. The underlying cause was identified as the manifold failed the conserver test, and the sieve beds were saturated. Based on the return evaluation, this is no longer an FDA reportable event.

Event description:
The provider states the unit shuts down with no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit shuts down with no alarm.